Event description:
It was reported that the guidewire broke. A 180x25cm fathom - 16 was used for renal embolization. During procedure, it was noted that the device was broken at 9.50 cm from the distal tip. No patient complications were reported.